Event description:
The user facility reported that at the end of a femoral access procedure the doctor attempted to close the arterial site with the involved 6 fr angio-seal device. The sheath and dilator connections were secure and functioning appropriately. The md advanced the sheath over the wire and got blood return then started withdrawing and waiting to see the blood stop, and it never did stop, eventually the sheath came all the way out. The wire was still in the patient artery, so the md advanced the sheath and dilator again and got immediate blood flow when the sheath got into the artery. When he went to again withdrew the sheath, waiting for the blood to stop coming out the back end of the green artery locator the sheath came all the way out again along with the wire. Access was lost access and the angio-seal was removed from the table and held manual pressure twenty (20) minutes. The patient procedure was for a peripheral vascular disease (pvd). The estimated blood loss was less than 250 ccs. The event occurred intra-operative. The patient required medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the arteriotomy locator and hemostasis sheath. The device was visually inspected and found to have been in used condition. The sheath and locator were returned fully mated to each other. The blood inlet holes, and blood outlet hole were inspected and found to have no issues. No other damage or issues were noted. The device was functionally tested by injecting water into the locator's distal tip to check for issues with fluid return in the device. No issues were found with the device function during testing. The complaint could not be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been inability to achieve complete stoppage of blood return while positioning the device. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).